Event description:
It was reported that on (B)(6) 2023, an unknown device was chosen for a left atrial appendage (laa) closure using a 12f amplatzer amulet delivery system. No pericardial effusion was noted prior to procedure. Patient was not taking any anticoagulant prior to procedure. During procedure, the activated clotting time (act) level was above 250 seconds, and heparin was administered. While delivery system was being used with a pigtail catheter, a pericardial effusion was observed near the left upper pulmonary vein. The procedure was aborted. An emergency pericardiocentesis was performed, and the patient had open heart surgery for a thoracotomy to be performed. The patient was hospitalized. The patient was reported later to be discharged. The cause of the pericardial effusion and cardiac tamponade was unknown.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, an unknown device was chosen for a left atrial appendage (laa) closure using a 12f amplatzer amulet delivery system. During procedure, heparin was administered, while delivery system was being used with a pigtail catheter, a cardiac tamponade was noted. The procedure was aborted, and an emergency pericardiocentesis and thoracotomy performed. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.